Manufacturer narrative:
The fogarty embolectomy catheter involved in this case was received by our product evaluation laboratory for a full evaluation. As received, the spring tip was stretched. Additionally, the balloon was found to be ruptured at central area and the spring tip wire was exposed. Balloon edges appeared to match at the ruptured region. Per the IFU: balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And: to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. No other visible damage was observed from the catheter body and windings. Based on further engineering investigation completed by the engineers in the manufacturing site, there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. The manufacturing records were reviewed and there is no indication of a related non-conformance; all process parameters were met and inspections passed successfully. Based on this assessment, no further action is required at this time, however, edwards will continue to review and monitor all events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during procedure with this fogarty embolectomy catheter, right after inflating the balloon, it burst. As per product evaluation findings, balloon was found to be ruptured at central area and the spring tip wire was exposed. There is no allegation of patient injury. Patient demographics were not provided.